Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the patient was hospitalised on (B)(6) 2023, due to stinging discomfort at the coil area. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported) for an infection. However, a scab was removed during healing process which resulted in exposed magnet area. Following that, the patient was placed under general anesthesia on (B)(6) 2023, for a device repositioning surgery. During the same surgery, fibrotic tissue was removed from the coil area and antibiotic washing was also performed. The implanted device remains.